Event description:
The device was used during a laparoscopic colon resection. Reportedly, after firing, the staples were not formed properly. Another device was used to finish the procedure. No pt injury was reported.